Event description:
During anterior cruciate ligament (acl) reconstruction of the left knee, an arthrex shaver was being used on a pt, when the shaver began to shed metal fragments into the knee. The surgeon immediately stopped using shaver and new one was opened into the field. There was no adverse effect to the pt. The shaver was not saved, so the lot number is unknown.